Event description:
The customer contact reported the pt received less medication than intended. On an unspecified concentration of tpn (total parenteral nutrition), with a vtbi (volume to be infused) of 2100 ml, for a duration of 14 hours and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the pt reported the device indicated the delivery was complete; however, there was approx 200 - 250 ml remaining in the container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The customer contact reported that the pt's caregiver reprogrammed the same device to deliver the remaining 200 - 250 ml of tpn. At an unspecified time, the device was removed from clinical service. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.